Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported that, an ophthalmic system laser port not working and vacuum was unstable. Thew details of the procedure and patient health impact have not been provided. Additional information requested, none received at this time of report.